Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that they recently visited their dentist, who identified worsening decalcification and malocclusion. The dentist recommended seeking assistance from byte, as these issues appear to be caused by the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.